Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The investigation for the priming issue has been completed. This complaint was related to a clinical procedure. The console was not returned despite being requested. Therefore the cause of the priming issue could not be determined.

Event description:
The user facility reported on a 51-year-old male with an impella 5.5 due to acute myocardial infarction. During transport to or for impella 5.5 explant and lvad implantation, "air in purge system" alarmed. Perfusion and staff stated cassette was not changed due to imminent explant. Purge system did not de-air during troubleshooting done by perfusion. The patient survived the explant.